Event description:
The user is requesting analysis of the device following a patient use event. The patient outcome is unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Product evaluation pending.